Event description:
Per paperwork received with the explanted device, the device was explanted in 2006 after "nrt conducted, no communication with implant". These results were not discussed with a company representative prior to explant surgery. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.